Manufacturer narrative:
Pump received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained address/serial number label and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack to the lip of the reservoir and the battery compartment. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The reservoir was unable to lock. The customer treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.